Manufacturer narrative:
The investigation into the delivery issues has been completed. The device was not returned for benchtop evaluation and investigation. Based on clinical description and data analysis, the cause of the issue was patient condition related.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 75-year-old white male in acute myocardial infarction/cardiogenic shock was to be implanted with an impella cp device for mechanical circulatory support. The patient's native anatomy precluded placement despite all troubleshooting. Wire and sheath exchanges still did not allow the cp to reach the left ventricle and support was aborted. Patient taken to or for coronary artery bypass grafting.